Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair during visual inspection noted there was no abnormality in the device appearance. Functional testing performed, service repair noted the problem has been reproduced. Failure found to be due to gi board failure. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation is ongoing.

Event description:
Customer reported with an issue of power does not turn on. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty g1 board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer receiving the subject device for further investigation. The legal manufacturer found that the q609 of the flyback circuit mounted on the g1 board was low impedance, and there was damage on the appearance of ic605. The failures of these parts seemed to be the cause of the event ¿power could not be turned on.¿ the q609 became short mode, and then high voltage (580v) was applied to ic605, which resulted in a failure. Additionally, there was a liquid trace in the back of the board. As a result of analysis, this liquid trace was very likely sodium hypochlorite. The customer used a humidifier by adding sodium hypochlorite. Thus, this event likely occurred because sodium hypochlorite entered inside the set causing the g1 board failure.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.